Event description:
It was reported that during percutaneous coronary interventional procedure, a balloon rupture occured. The 99% stenosed de novo lesion was located in a moderately calcified and moderately tortuous distal left circumflex artery. The 15mm x 2.25mm model-maverick 2 monorail balloon was advanced to the lesion for pre-dilation where it burst upon the second inflation to 10 atms for 30 seconds. The balloon was removed intact. The procedure was completed with an nc quantum apex balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of the event: 18yrs or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the maverick 2 catheter was received. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4 mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary interventional procedure, a balloon rupture occurred. The 99% stenosed de novo lesion was located in a moderately calcified and moderately tortuous distal left circumflex artery. The 15mm x 2.25mm model-maverick 2 monorail balloon was advanced to the lesion for pre-dilation where it burst upon the second inflation to 10 atms for 30 seconds. The balloon was removed intact. The procedure was completed with an nc quantum apex balloon. No patient complications were reported and the patient's status is good.